Event description:
It was reported that the temperature increased during ablation and the tubing portion of the catheter was broken. During an ablation procedure a intellanav mifi open-irrigated ablation catheter was selected for use. The temperature increased but the ablation output did not. The system was not halted due to the increased in temperature. Upon inspection of the catheter, it was noted that the tubing on the catheter handle was broken. The procedure was completed by replacing the catheter with another of the same lot. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
The reported failure was confirmed through analysis. Visual inspection revealed a break between the luer and the irrigation tube. Dried saline was found on the catheter handle, shaft, and tip. Dried body fluid was also found on the distal tip. Continuity checks revealed no electrical opens or shorts and all electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The right and left curve of the catheter failed dimensional inspection and were out of plane. The device was connected to a metriq pump, which revealed a plugged lumen and an occlusion error. The device's lumen was leak testing and the values were within an acceptable limit. The complaint investigation conclusion code is design inadequate for purpose.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the temperature increased during ablation and the tubing portion of the catheter was broken. During an ablation procedure a intellanav mifi open-irrigated ablation catheter was selected for use. The temperature increased but the ablation output did not. The system was not halted due to the increased in temperature. Upon inspection of the catheter, it was noted that the tubing on the catheter handle was broken. The procedure was completed by replacing the catheter with another of the same lot. No patient complications were reported and the patient's current condition is fine.